Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 15.3 mmol/l (275.4 mg/dl) after the omnipod personal diabetes manager (pdm) stopped working and was not turning back on. At the hospital, the patient was given 4 units of novorapid insulin manually in a syringe.